Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected, and visible foam particles were observed. There were reboot to central processing unit, reboot to printed circuit assembly, abort to printed circuit assembly errors present in the error log. The device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.